Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had high impedance and thresholds with a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The analyst also noted: visual inspection found outer insulation breached in-vivo/1st clavicle crushed.